Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01838, 3005168196-2021-01839, 3005168196-2021-01840, 3005168196-2021-01841, 3005168196-2021-01842, 3005168196-2021-01844.

Event description:
The patient was undergoing a coil embolization procedure in a collateral of the internal iliac artery using packing coil lps, ruby coil lps, lp system detachment handles (handle), a non-penumbra coil, a non-penumbra microcatheter and a guidewire. It was noted that the patient¿s anatomy was very tortuous. During the procedure, the physician advanced a packing coil lp into the target vessel using the microcatheter and attempted to detach it using a handle. However, the packing coil lp failed to detach. Therefore, the packing coil lp was retracted and removed. Subsequently, the same issue occurred with another packing coil lp. Therefore, the packing coil lp was also removed. Then, the physician advanced the next packing coil lp into the target vessel and attempted to detach it using the handle; however, the packing coil lp failed to detach. Therefore, the physician manually detached the packing coil lp using a surgical clamp. Next, the physician successfully implanted a non-penumbra coil in the target vessel. The physician then advanced a ruby coil lp into the target vessel and attempted to detach it using a second handle; however, the ruby coil lp failed to detach. Therefore, the physician manually detached the ruby coil lp using a surgical clamp. Subsequently, the same issue occurred with another ruby coil lp. Therefore, the physician also manually detached the ruby coil lp using a surgical clamp. While attempting to detach the next ruby coil lp in the target vessel, the ruby coil lp unintentionally detached in the microcatheter. Subsequently, the physician used saline injection to push the detached coil into the target location. The physician then successfully implanted the last ruby coil lp in the target vessel using the second handle. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report: 3005168196-2021-01843: section d. Box 6. If implanted, give date. This report is associated with MFR report numbers: 3005168196-2021-01838; 3005168196-2021-01839; 3005168196-2021-01840; 3005168196-2021-01841; 3005168196-2021-01842; 3005168196-2021-01844.